Event description:
It was reported that the customer stated that there was a malfunction with her transmitter. The customer stated the transmitter stopped working. The customer's blood glucose at time of the call was unknown. The customer stated that she received a threshold suspend alert even though her blood glucose level was above the suspend threshold limit. The customer also expressed different sensor glucose and blood glucose readings. Customer's sensor glucose level was 86 mg/dl and blood glucose level was 248 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).